Event description:
It was reported that in the pt's room after insertion, when the user was removing the swg from the catheter, resistance was met. After removing the swg, the tip of the swg was found kinked. There was no need to remove the catheter, so it remained in place. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).